Event description:
A caller reported experiencing a cgm error 42 related to the g7 sensor. The technical support team guided the caller through a complete pump reset, but the error code reappeared even after the reset. There was no adverse impact to the customer's blood glucose level. Ultimately, technical support decided to replace the pump to resolve the issue. Upon follow up malfunction code did not reoccur. Customer may continue to use the pump.